Event description:
It was reported that after inserting the foley catheter balloon in the operating room, sterile water was injected using a syringe. At that time, the syringe and the valve came apart, and water leaked. The doctor removed the sterile water from the balloon and tried to inflate the balloon again, but the balloon deflated immediately. It was reported that the balloon had ruptured from medical safety.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.